Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had met with a manufacturer¿s representative (rep) twice and they couldn't get the ins to keep a charge. The patient also reported that she was getting the informational power on reset (por) screen. The patient reported that she met with the rep on friday for a reset/jumpstart on the ins. The patient reported that the rep could around the por screen, but every time he had come to reset and get the ins going, the ins was dead again. The patient reported that every time she went to try and clear the por screen she couldn't get it to do anything. The patient reported that the rep can, but both times she had met with the rep, the ins indicator showed the ins was dead. The patient reported that she had charged up the ins two different times now fully, the ins wasn't working and wasn't turned on. The patient reported that she had been working over a week to get the ins to turn on. The patient reported that she needed the ins and had been needing it for a while. The patient reported that she and the rep weren't sure if she was going to need to get the ins replaced. The patient reported that the rep had done everything and he had done this before. The patient reported that she was charging the ins right now and it was almost fully charged. It was reviewed that the ins may be less stable if she let the ins go into overdischarge. It was reviewed that the patient may need to charge more frequently until the ins started retaining its charge. No further complications were reported.